Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12 and/or sd12) intended to be implanted were reviewed (1405-1012, 1405-1014, 1405-4005 and 1508-4001) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information available, all hardware was removed in a revision surgery on (B)(6) 2018 due to pain and swelling from non-union. The most likely cause cannot be confirmed due to the device not being returned for evaluation and the inconclusive results of reviewed radiographic reports. A number of factors could have contributed to non-union of the patient's bones, however since no deficiencies or failures have been alleged/found with the device, it is possible the non-union is patient related. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2017 all hardware was removed in a revision surgery on (B)(6) 2018 due to pain and swelling from non-union. No failure was alleged with any of the hardware and there was no other report of any patient impact or injury as a result of this event.